Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B022266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done and healthcare provider told essure would be effective. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy (full).other (please specify) - laparoscopy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) 2013, (B)(6) 2013. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhoea. Events severity and concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B022266-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done and healthcare provider told essure would be effective. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy (full).other (please specify) - laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) -2013, (B)(6) 2013. Product removal date updated from (B)(6) 2014 to (B)(6) 2014. Lot number reported b022266 is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, rcc added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B022266-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done and healthcare provider told essure would be effective. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy (full).other (please specify) - laparoscopy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in dates of insertion - (B)(6) 2013, (B)(6) 2013 lot number reported b022266 is not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.